Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was connected to a power source and was able to be turned on. The customer¿s blood glucose (bg) level was 377 (mg/dl). A manual injection was administered to address bg level. Review of the pump data logs by tandem technical support showed the pump battery was observed to be jumping prior to the pump shutdown. Reportedly the customer has manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. The alleged battery malfunction was verified. Based on the analysis, the alleged shutdown malfunction was identified in the pump logs; however, no failure was identified.